Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. The monitor had bent pins and was unable to connect to a monitor. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.